Event description:
It was reported that the user was unable to lock the cartridge into the ilet using a connector; the user tried a new connector and it functioned, indicating the original connector was faulty, after which the supply change was completed and insulin delivery resumed with blood glucose unaffected and no alerts or alarms reported. Symptoms included no adverse clinical effects. Outcomes included no impact on health. Investigation included troubleshooting with the user and a review of device use. Investigation of this case revealed that replacing the connector resolved the issue and restored normal function. It was concluded that the event was due to a faulty connector and that the device operated as intended with a replacement connector. Replacement supplies were arranged via standard shipping.